Event description:
Patient with a distal femur fracture was initially treated with a s&n peri-loc distal femur plate and went to nonunion. During a revision procedure, s&n hardware was removed and a 95 degree modular plate 12 holes, 75mm spiral blade 14mm right and a coupling screw were implanted. Initial post-op x-rays showed no sign of a gap between the blade and the plate. Follow-up x-rays taken during office visits confirmed a gap was beginning to appear at the blade/plate junction, indicating a loosening of the coupling screw. Patient was returned to the operating room for retightening of the coupling screw and addition of two 5.0mm locking screws to the distal end of the plate near the blade. This report is #3 of 3 for the same incident.

Manufacturer narrative:
Lot#: information was not provided during initial report. Additional information has been requested. Implants currently remain in the patient. Investigation could not be concluded, on conclusion could be drawn. No product was returned. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.